Event description:
Unable to retract jacket, jacket broke. It was reported that the superior neck was relatively short at 18mm and moderately cone shaped. Both common and external arteries were significantly tortuous with two 90 degree angles in both. The device could not be unjacketed and a single saline flush did not resolve the problem. The #1 jacket lock separated from the jacket. The device was removed and a second device successfully implanted.